Event description:
It was discovered during routine incoming quality control inspection on october 16, 2023, that the hybrid007j label (lb-0047 rev. D) on lot 00540774 had a labelling discrepancy. Dimension c denotes the od of the proximal wire, and had it listed as 0.12" (0.30mm), however the correct specification is 0.012" (0.30mm).

Manufacturer narrative:
Balt USA internal reference: (B)(4) it was discovered during routine incoming quality control inspection on october 16, 2023, that the hybrid007j label (lb-0047 rev. D) on lot 00540774 had a labelling discrepancy. Dimension c denotes the od of the proximal wire, and had it listed as 0.12" (0.30mm), however the correct specification is 0.012" (0.30mm). All of the lots listed below were impacted by this label discrepancy. Those lots contain a total of 1372 devices. An informative letter will be sent to the customers that were distributed devices in the lots contained. Corrective action for the issue discovered in-house is being taken under balt USA reference CAPA-v-1041. Section d4 (lot numbers): 00335653, 00377894, 00347895, 00336387, 00372425, 00394312 , 00403909, 00404406, 00404992 , 00434345 , 00439632 , 00442692, 00463289, 00468462 , 00470334, 101818a, 102318a , f200600159 , f200600160 , f200800099 , f210300127, f210600189 , 00500440 , 00501693 , 00503011 , 00520108, 00521652 , 00524063, 00527200, 00533305, 00540774